Event description:
It was reported to philips the device was not recognizing power and power cycled whenever the charge button was pressed. The issue occurred during testing. There was no patient involvement.